Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified alarms occurred. There was no reported impact to customer's blood glucose. Multiple follow up attempts were made to complete troubleshooting; however, customer did not respond.